Manufacturer narrative:
The reported event of the ipg site not healing cannot be confirmed by product testing alone. There were no other allegations against the ipg. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg was functionally tested and passed all testing.

Event description:
It was reported that the ipg implant site was not healing. Surgical intervention was undertaken on an unknown date where the ipg was explanted, and the paddle lead was cut to address the issue.

Manufacturer narrative:
The date of event is estimated. The exact date of explant is unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Additional information received indicates surgery took place on (B)(6) 2024 and the wound site has healed.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.